Event description:
The customer's mother reported via phone call that he was hospitalized on (B)(6) 2015 with a diabetic ketoacidosis. Customer's blood glucose level was 350 mg/dl. He was also vomiting. The customer was treated with IV drip and fluids. He was wearing his insulin pump at the time of the emergency room visit. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.